Event description:
Reference MDR # 1219856-2010-00061 for the first event involving the same pt. It was reported per the call report that the clinical support specialist ('css') remained on the line while they exchanged the pump. Ten minutes later, the rn returned to the phone and said that they were receiving low helium pressure message after changing the helium tank on second pump. As a result, rn stated that they are going to get another helium tank and change again. Rn requested that css call back in 10 minutes. Css returned the call and rn stated that they continue to receive low helium message on second pump. Css verified that the pump was pumping, but giving low helium message. This is a disposable helium tank. Css had rn remove the tank and try to re-thread; tank threaded without difficulty. Css asked rn to verify that the helium valve was in the "on position." Css asked rn if they may have turned the other black valve to make sure, there is a secure connection with the yolk. At this point rn stated they know they have several hours of pumping and a decision is going to be made about removing the catheter today.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.